Event description:
It was reported that the patient received three inappropriate shocks due to a dislodged ventricular lead. It was noted that the device was oversensing atrial signals because it had migrated upwards far enough to sense atrial fibrillation and the shocks were delivered. The device was explanted and replaced. The patient was in stable condition.